Manufacturer narrative:
The business partner (3rd party service provider) reported that a user was checking the auto-center of the drx-evolution system, when the site lost power and the overhead tube crane (otc) moved down on its own. There was no patient involvement. Per the investigation, the outer equalizing cable was found broken due to wear and tear (this is an older system installed in 2014). When this occurs, that segment of the telescope is supported fully by the counterbalance and still holds the otc. When the site lost power this resulted in the otc to drift down. Actions/recommendations: the business partner will replace the otc telescope. For UDI - n/a as system was manufactured prior to UDI implementation; therefore, no UDI ihas been entered.

Event description:
On jan 14, 2023, carestream health (csh) was notified by (B)(6), the business partner (bp) who services the equipment, of an incident related to the drx-evolution system which occurred at, (B)(6) hospital. Problem description: per the bp, the user was checking the auto-center of the drx-evolution system when the site lost power, the otc moved down on its own. No patient involvement. System manufactured prior to UDI implementation.